Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. However the existing retained samples and inspection reports from lot number 2016-0668 are reviewed. No failure or abnormality was found on products in the inventory. There is not any information or contact number available to us for further investigation of the incident. Based on the report device was used off the label for CPAP. Use of additional tubing along with ram cannula could be the cause of perforation by pressing nares to the nasal septum.

Event description:
Perforation of nasal septum.